Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, silicone migration and granuloma.

Event description:
Explanting surgeon reported the patient experienced pain and a right side capsular contracture (baker grade ii). The surgeon also reported a right side device rupture. Imaging noted,¿in the right axilla there are some echogenic images with a snowball effect that may correspond to gel or gel deposit infiltration of the lymph nodes in the soft tissues (siliconomas). The rest is unchanged. Conclusion: findings compatible with intra-and extracapsular rupture of both breast prostheses.¿ the device was removed and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ silicone migration: unable to confirm as it is a medical event not related to the device. ¿ granuloma: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Explanting surgeon reported the patient experienced pain and a right side capsular contracture (baker grade ii). The surgeon also reported a right side device rupture. Imaging noted,¿in the right axilla there are some echogenic images with a snowball effect that may correspond to gel or gel deposit infiltration of the lymph nodes in the soft tissues (siliconomas). The rest is unchanged. Conclusion: findings compatible with intra-and extracapsular rupture of both breast prostheses.¿ the device was removed and replaced with a non allergan device.